Manufacturer narrative:
This complaint is currently under investigation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During a routine review of the maude database, an MDR that is relevant to the manufacturer's device has been identified. It was reported by a nurse that during drug preparation, water for injection could not be transferred into the drug vial. The issue of "no diluent transfer" was analyzed by the pharmaceutical customer's lab. During sample examination of the complaint in the lab, particles were observed on the diluent spike.